Manufacturer narrative:
Device evaluation: product testing could not be performed since no product was returned for evaluation. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Sterilization record review: the sterilization lot record was also reviewed and was found in compliance with the sterilization process parameters. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No indication of lens explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of the intraocular lens (iol) under the surgical microscope, the doctor noticed 1 longitudinal plastic-like piece stuck along the haptic of the lens. She tried to aspirate it and was finally able to pull it out from the paracentesis incision. The doctor was not able to keep it. The surgery was normally performed afterwards. Provisc was used as viscoelastic. The iol remains implanted. There was no patient harm. No secondary surgery/medical intervention was required. No additional information was provided to abbott medical optics.